Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "implantation of foreign materials can result in an inflammatory response or allergic reaction". (B)(4).

Event description:
It was reported that patient underwent a procedure utilizing interference screws on (B)(6) 2009. Subsequently, approximately one year later, anteromedial swelling of the tibia was detected. MRI revealed a pseudo-roundness of the tibial tunnel. As of this date, no revision surgery has occurred.